Event description:
2 staple loads were used during the surgical procedure. It was noted a 5-7 mm space was not stapled, it needed to be manually sutured closed in this area. No harm to the patient.

Event description:
2 staple loads were used during the surgical procedure it was noted a 5-7 mm space was not stapled, it needed to be manually sutured closed in this area. No harm to the patient.